Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pain, infection, physical injuries, inflammation, decreased range of motion and mobility. After the review of medical records for MDR reportability, the patient had a second revision to address infection. Revision notes reported large amount of purulence, pulsavac irrigation performed as well as curette debriding of the soft tissues, head and liner were exchanged, and antibiotic beads were placed. Aspiration performed showed staphylococcus epidermis gram positive cocci, developed progressive symptoms and erythema. Doi: (B)(6) 2017; dor: (B)(6) 2017; left hip (2nd revision patient is bilateral.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 8561732. Device history review : (B)(4) parts were manufactured as per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. Patient code: no code available (3191) is used to capture surgical intervention. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.